Event description:
A philips technician found that the speaker on a returned demo monitor was malfunctioning; there was a "speaker malfunction" inop, and the speaker was not producing sound. There was no patient involvement.